Event description:
A patient reportedblood glucose results of "176 mg/dl" with a lifescan meter and "133 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests, there was no intervention that would be expected to change the blood glucose. Lifescan is replacing meter, test strips, and control solution.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.